Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the unit passed the tests. A current test could not be conducted due to an open circuit. The damage was most likely due to overheating of the unit. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be established. All aquatherm heaters are 100% tested by manufacturing; therefore, a defect of this type would be detected prior to release. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not determined.

Event description:
The customer alleges that the device is not heating up.

Manufacturer narrative:
(B)(4). Product usage when the alleged issue was encountered is unknown. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the device is not heating up.